Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.

Event description:
The shaft of the 3.5 x 33 mm cypher select + fractured and separated during percutaneous coronary intervention. The physician was pushing the device through the very tortuous vasculature when the fracture occurred. The fracture/separated portion of the shaft was outside of the patient's body and the device had not yet reached the target vessel. It was reported that no excessive force or torque had been used. The device separated into two parts, but was easily removed from the patient without injury. The physician completed the procedure with a difference device.